Event description:
The patient received a trial scs system on (B)(6) 2012. It was reported the lead had partially pulled out of the patient's body and she attempted to push it back into place on her own. The trial lead was removed and the physician reported no signs of infection or complications.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.